Manufacturer narrative:
The t:slim g4 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was being reused and refilled over the past 4 days. There was no reported impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded onto the pump.